Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer's blood glucose level was 38 mg/dl. The customer also stated that they got sensor updating alert and then change sensor alert. Customer was assisted with troubleshooting. Customer reports they did not receive a calibration not accepted alert. It is unknown if the customer was using auto mode feature at the time of incident. The insulin pump will not be returned for the analysis.